Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ lead; product ID 3888-56 lot# v555309 serial# implanted: explanted: product typ lead; product ID 3888-56 lot# v572095 serial# implanted: 2011-(B)(6) explanted: product typ lead; product ID 3888-56 lot# v572095 serial# implanted: 2011-(B)(6) explanted: product typ lead; product ID 3888-56 lot# v555309 serial# implanted: 2011-(B)(6) explanted: product typ lead; product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger; product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger; product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient; product ID 3708240 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension; product ID 3708240 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension; product ID 3708140 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension; product ID 3708140 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension. (B)(4).

Event description:
It was reported that the patient had a fall in (B)(6) 2011, but the neurostimulator was working fine after the fall. Subsequently, the patient's leads had "grown out of her skin" and had a (B)(6) infection and cysts from leads that were left in her body. It was noted that the patient had the device explanted but the registry could not confirm what devices were removed or the removal date. The patient stopped using their device in (B)(6) of 2011 and the implantable neurostimulator was in a state of overdischarge. The patient had not felt therapy for 6-12 months and hand not charged in 12 months. A physician mode recharge was attempted but when the patient pushes the green button twice, nothing happens. It was noted that the metal pin was stuck in the charger. The patient met with a manufacturer representative and a trickle charge was started. The patient reported that they scheduled an appointment with their physician to see if the implantable neurostimulator needed to be replaced. Additional information had been requested, but was not available as of the date of this report. Reference MFR. Report # 3004209178-2012-04994 for related concomitant product event.